Event description:
It was reported that pump issued cartridge alarm 20 during cartridge loading, and caller noted cartridge alarms had occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.